Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the system encountered a non-recoverable fault with error code 25521 displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and verified error pointing at the master tool manipulator (mtm) on surgeon side console. The customer had power cycled system twice, but error persisted. The customer elected to convert the procedure to a laparoscopic surgery.

Manufacturer narrative:
The master tool manipulator (mtm) was installed onto a golden system where the 25521 error was triggered. The slip ring was also found loose during visual inspection. The mtm was also installed on a patient functional test platform (pftp) and failed the sine cycle testing. The slip ring was aba tested and was verified to be the source of the fault. The root cause of the failure is the slip ring.

Event description:
Refer to h11 for follow-up information.